Event description:
On hold by sh, 06/09. The customer reported chipped distal end during reprocessing involving an olympus rigid rhinoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.